Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, auxiliary door 1 failed to open due to a reported hardware failure. The system displayed an error message stating fail hardware, and according to the customer, the door was unable to open. The rss status indicated the es station was online. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a, imdrf annex g and section h manufacturer narrative upon investigation of this incident, it was found that the door was failed. A technical support specialist (tss) confirmed that the issue was resolved by the customer after another reboot. The customer acknowledged this and gave permission to close the case. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, auxiliary door 1 failed to open due to a reported hardware failure. The system displayed an error message stating ¿fail hardware,¿ and according to the customer, the door was unable to open. The rss status indicated the es station was online. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. A technical support specialist (tss) received a call from the customer reporting a hardware issue. A case was raised for the customer. The customer stated that the issue had been resolved by another reboot. The customer acknowledged this and gave permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.